Event description:
Surgeon was inserted an 11 mm/130 deg ti cann troch nail in a mid-shaft femur fracture, right. Post operative x-ray revealed an iatrogenic fracture of the hip area. The tfn was left in pt as the surgeon determined the nail treated the fracture.

Manufacturer narrative:
Device was not explanted. No investigation could be performed, no conclusion drawn, as no device was returned.